Manufacturer narrative:
(B)(4) full UDI is not available as the lot# was not provided by the customer.

Event description:
It was reported that "o-ring for indicator ID is sticky and does not move freely, therefore pressure is not accurately indicated in the indicator section. When removed from the patient the cuff is often clearly over- or under-inflated, despite correct readings in the indicator section. There was no reported patient harm or consequence. Associated complaints (B)(4).

Event description:
It was reported that "o-ring for indicator ID is sticky and does not move freely, therefore pressure is not accurately indicated in the indicator section. When removed from the patient the cuff is often clearly over- or under-inflated, despite correct readings in the indicator section. There was no reported patient harm or consequence. Associated complaints 3009307931-2024-00032 and 3009307931-2024-00033.

Manufacturer narrative:
(B)(4). Full UDI is not availabale as the lot# was not provided by the customer. Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.